Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately fifteen months. Based on the follow-up with the health-care provider, it was learned that the reason for explant was due to paravalvular leak. The health-care provider also mentioned that the explant was patient and procedure related. Per the discharge summary, the patient was admitted to the hospital and was diagnosed of regurg of aortic bioprosthetic valve. Cardiac catheterization concluded moderately severe aortic valve regurgitation (paravalvular leak). The subject device was replaced with edwards bioprosthetic valve.

Manufacturer narrative:
(B)(4) = device not returned. Unfortunately, the edwards device was not returned; therefore the reported event can not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.